Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have respiratory issues and swollen mucous membranes. The patient was receiving clinical treatment in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have respiratory issues and swollen mucous membranes.the patient was receiving clinical treatment in response to the reported event. Code for swollen mucous membrane was not provided in the previous report, which is updated in this report. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of sound abatement foam degradation. The device passed all final testing. In this report, section d9, g3, h6 have been updated/corrected.